Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular oversensing was noted during capture threshold test. Noise was noted on the egms. Patient later presented in-clinic for prophylactic fluoro and externalized conductors were observed. The lead was capped and replaced.